Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was 689 mg/dl at the time of the call. The customer changed the infusion set the day prior to the hospitalization. Troubleshooting was not possible as the customer did not have the insulin pump with her at the time of the call.